Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This battery longevity decreased from two years remaining to elective replacement indicator (eri) within five months. As a result, this pacemaker has been scheduled for replacement, and will be returned to boston scientific upon explant. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This battery longevity decreased from two years remaining to elective replacement indicator (eri) within five months. As a result, this pacemaker has been scheduled for replacement, and will be returned to boston scientific upon explant. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This battery longevity decreased from two years remaining to elective replacement indicator (eri) within five months. As a result, this pacemaker has been scheduled for replacement, and will be returned to boston scientific upon explant. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, however all bradycardia therapy remained available. The system resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. In addition to the high internal impedance, chronic high atrial rates were also noted on this device. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing also contributed to the increased power consumption noted on this device.